Event description:
(B)(4). Reason for original complaint ¿ patient was revised to address pain. Update (B)(6) 2012 - legal claim received. Date of implantation was provided- (B)(6) 2007. Update (B)(6) 2012: litigation documents were received. Litigation alleges that the patient suffered severe and permanent physical pain, suffering, injury and disability, additional surgeries, physical disfigurement, metallosis, injuries presently undiagnosed and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - ppd with medical records received. Patient was revised to address scar tissue, a thickened pseudocapsule and corrosion of the trunnion. The stem and sleeve are being added to the complaint. The stem remains in situ. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The stem was reported in error as there was no corrosion on the stem. Please disregard this device as it did not contribute to the reported event. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.